Event description:
An event involving plum 360 reported that the device had been programmed to infuse amino dextrose at a rate of 6 ml per hour at approximately 07:00 a.m. On (B)(6) 2026. Clinical documentation indicated that the infusion rate remained at 6 ml per hour throughout the day. However, during the nursing shift handover at approximately 07:00 p.m., the infusion rate was observed to be set at 9.6 ml per hour. Nursing staff reported that no changes had been made to the programmed infusion rate. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.